Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 900 mg/dl. The customer wife stated that the patient lost his speech and can not talk. The wife was in a state of emergency and was not able to provide any further information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.